Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patients right ventricular (rv) lead presented with alerts for high rv coil and svc coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.